Event description:
Customer's husband reported that the numbers on the customer's insulin pump were scrolling without input and that they received a button error alarm. He stated that the insulin pump screen had been up against the skin and that it was hot where they were. The blood glucose reading was 237 mg/dl. Husband also stated that the insulin pump had been in this kind of weather in years prior but they have never had an issue with button errors before. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.